Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Event description:
It was reported that the patient was believed to be in vf arrest and the ccu team assumed the device had failed to convert the patient. The ccu team proceeded to deliver a number of shocks through external defib. It was not successful, and the patient expired. During the autopsy, it was noted that the device was in reset mode. The device was explanted and will be returned for analysis. Cause of death as noted by the hospital was cardiac tamponade.

Manufacturer narrative:
Na

Manufacturer narrative:
The device was in back-up vvi (bvvi) mode with high voltage therapy enabled as received. The device image revealed that appropriate therapy was being delivered through 2009, during the last detected vt/vf episode which ended in return to sinus. The device was tested on the bench and on the automated test equipment; no anomaly was detected. It is believed that the device functioned normally and that it entered bvvi after the patient expired.